Event description:
It was reported that the customer received a no delivery alarm when trying to deliver a bolus. Customer has changed the infusion set the morning of the call. Customer was unable to troubleshoot at the time. She had removed the reservoir and pushed insulin through the tubing with the plunger. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.